Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Was unable to duplicate this issue and saw no errors in the error logs. Rebooted the system multiple times with no issues. System checkout performed. System ready for use. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that when attempting to move the imaging system, it displayed "initializing, please wait" and would not advance past this point. The motion system was reportedly in 'ready' status, but the x-ray and mobile view station (mvs) were both displayed as 'initializing'. The system was rebooted multiple times without resolution. There was no patient present when this issue was identified.